Event description:
It was reported that during a coronary drug eluting stenting treatment procedure that the stent dislodged. The physician attempted to implant a taxus express2 2.50x8mm drug eluting stent into an unknown lesion. The stent came off the catheter inside the sheath. It was not indicated when during the procedure this occurred. The physician successfully removed the stent outside the patient and no patient complications were reported. Additional information was requested but not received.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.